Event description:
I ¿ve been a pump user for about 16 years and I have never had this much trouble with a type of infusion set and from the company I order it from. On (B)(6) 2018 I called in to medtronic and informed them of a problem with my infusion sets. I wasted a total of four infusion sets assuming it was error till I realized insulin was not coming out of the tubing, which was why I was receiving an insulin flow blockage alarm. They assured me they will send replacement and I receive those on (B)(6) 2019. When I finally used the set in the replacement box, a total of three had insulin flow block alarms triggered before even being attached to my body. I actually sat and watched as one of the three had insulin going through the tubing and the insulin just stopped in a small curve of the tubing that would normally be no problem. Two more had the alarm triggered while still attached to me so I did troubleshooting and each time much more than the insulin I was actively pushing out of the reservoir came out of the end of the tubing. I called medtronic again on (B)(6) and told them about the problem and they told me they would send more replacements but since their replacement center was backed up they weren¿t sure when I¿ll get them and that if my infusion sets do this again I need to call in real time to troubleshoot the problem. On the morning of (B)(6) it happened again with multiple infusion sites, so I called medtronic again. Whilst on the phone I was told to hold on a moment and he will be right back. I waited an entire hour on the phone with radio silence, at this point I had gone three hours without being hooked up to my insulin pump and I couldn¿t afford to wait any longer. So I hung up and called again, another medtronic employee wanted to do the same troubleshooting as I had just done with the previous employee. I told him that I did not wish to waste anymore insulin as it¿s extremely expensive for me at the moment. We ran tests on my pump to see if it could possibly be a problem there and he told me all the things that could cause the alarm to go off (I was already 100% aware of all these things.) My problem still not actually solved. The phone call ended with me to figure out what it was. Right now as of changing my site out with one of the defective replacements since (B)(6) 2019 to the (B)(6) I have had a total of 25 insulin flow blockage alarms that were fixed by removing the reservoir and the tubing from each other and reattaching the two. Even though medtronic wants to make it seem like it¿s a user error I know it¿s not where my infusion site is, because I can feel the burn of my insulin going into my body.